Manufacturer narrative:
Per tandem's user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer's blood glucose level. Reportedly, customer was using supplies for longer than intended per labeling. Reportedly, the occlusion resolved and customer continued using the pump for insulin therapy.